Event description:
It was reported that the patient received inappropriate therapy due to af with rapid ventricular response. Device had delivered three rounds of atp and one hv shock. Upon egm review, it was found that atrial blanking caused the device to misdiagnose the rhythm as vt. Programming changes were recommended but not made. Physician has elected to monitor the patient. Patient was fine after the event.

Manufacturer narrative:
(B)(4).